Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance on (B)(6) 2020 due to low blood glucose of 41 mg/dl. The customer was treated with food, glucose tablets, glucagon gel, and coke. The auto mode was not active at the time of the incident. Customer had been using an insulin pump system within 48 hours of the reported low blood glucose event. The customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.